Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bottom aligner are cutting into their gums. They also have caused white discoloration to their gums and discomfort. Patient has tried the warm water trick that did not work. They are experiencing bleeding and more pain. Patient advised the warm water tip and tricks as well as salt water rinses. Asked for updated photos and comfort level. Patient responded back that the tips and tricks did not help and they are not able to successfully wear their aligners without causing their gums to be cut and bleed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.